Manufacturer narrative:
G2: citation: authors: cagnazzo, f., ducros, a., risi, g., charif, m., corti, l., rapido, f., le bars, e., lonjon, n., <(>&<)> costalat, v.. Safety and efficacy of transvenous embolization of cerebrospinal fluid-venous fistula in patients with spontaneous intracranial hypotension. Interventional neuroradiology: journal of peritherapeutic n 2024. Doi:10.1177/15910199241247698 a.2. This value is the median age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "safety and efficacy of transvenous embolization of cerebrospinal fluid-venous fistula in patients with spontaneous intracranial hypotension (sih)". The time frame of this study was from november 2022 to january 2024. Twenty-one consecutive patients (median age 63 years; females: 15/21 = 71.5%) with 30 cerebrospinal fluid-venous fistulas (csfvfs) were included. Embolization was successful in all cases. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx 18 and 7 french rist catheter no deaths were reported in the study population. Among patient adverse events included: -asymptomatic migration of a small quantity of onyx into the azygos vein (2 patients, 9%) -adequate onyx penetration was obtained in 28/30 fistulas (93%) (contamination of the paraspinal vein, intercostal vein, and epidural plexus). In two cases, onyx did not adequately penetrate the epidural plexus. -transient local pain at the site of injection (4 patients, 19%) -one patient with a spontaneous intracranial hypotension (sih) history over 15 years and a chronic headache, described no clinical improvement despite successful embolization, as well as an improved brain-MRI sih score. -two patients needed a second intervention. The first patient had recurrent symptoms two months after treatment: a repeated dsm visualized a tiny fistula that was subsequently treated by the occlusion of the epidural plexus, allowing complete symptoms regression. The second patient needed repeated treatment after 15 months because of an incomplete symptoms regression -post-treatment rebound headache (prh) in 7 patients (33%). All patients experienced changes in headache characteristics reporting worsening of headache when lying down (reverse orthostatic headache). Rebound intracranial hypertension (rih) occurred within the first 24¿48 h after treatment with a mean duration of 7.4 days. All but one received medical treatment with oral acetazolamide that was continued for about 7 days until prh regression. One patient was considered at high risk of severe prh and rih because of a huge left fistula that was associated with over 3 years of symptoms and severe brain sagging. This patient received 1000 mg oral acetazolamide from 3 days before treatment to 14 days after treatment to prevent rih -in general, participants experienced a significant decrease of about four points (77%) on the sih-score after treatment and over follow-up. Pachymeningeal enhancement and venous sinus engorgement were the most common pre-treatment signs, and they regressed in almost 90% of cases after treatment. The only sih-item that did not significantly regress after treatment was the effacement of the suprasellar cistern. No further information was provided pertaining to medtronic products.